Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the patient¿s blood glucose was low. The customer reported that in the last week on friday blood glucose was 39mg/dl and the next monday or some other time blood glucose was 59mg/dl. The customer had been getting low blood and declined to troubleshoot for it. The insulin pump will not be returned for analysis.